Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site. A trigger point injection was administered around the site. The patient underwent a revision procedure wherein the ipg pocket was moved to the right side.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Correction to the initial MDR in block(s) b5.

Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site. A trigger point injection was administered around the site.

Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site. A trigger point injection was administered around the site. The patient underwent a revision procedure wherein the ipg pocket was moved to the right side. Additional information was received that the patient underwent an ipg revision procedure wherein it was relocated. The patient was doing well postoperatively. The device remains implanted and in use.